Manufacturer narrative:
Investigation summary the reported complaint of the bag spike falling of could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a chemolock¿ bag spike with additive port, chemolock¿ port that experienced separation and leakage during patient use. It was reported that chemo bag spike fell off, immediate spill of paclitaxel chemo straight down to IV. The date of incident was on (B)(6) 2025. The report was submitted to manufacturer (ICU medical) and vendor (B)(4) with vendor reference number (B)(4).